Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a threader balloon catheter. There was contrast in the inflation lumen. The balloon was loosely folded. The tip, balloon, coil, hypotube, outer shaft and inner shaft were microscopically examined. The balloon had a circumferential tear over the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jun-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a circumferential balloon tear.